Manufacturer narrative:
(B)(4).

Event description:
A loss of therapeutic effect was reported along with the migration of the generator from the chest area to the shoulder area. Request for add'l info made to hcp. The device related to the event could not be determined. Reference MFR report# 3004209178-2011-04383.